Event description:
It was reported that the patient¿s ipg was protruding following weight loss. Additionally, patient experienced ineffective therapy due to potential lead migration. As such, surgical intervention took place on (B)(6) 2025, wherein the ipg was repositioned. The leads were also potentially repositioned to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Date of event and therapy date (d10) is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported that the patient's device migrated resulting in ineffective therapy. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.